Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked on top case by the tube holders and cracked on right plunger case. Motor rate error was found at event history log. Motor rate error was found during occlusion test. The root cause for the report issue was found to be leadscrew does not operate as intended as a result of normal wear. Pump was over 6 years old. The technician replaced leadscrew and replaced clutch halves for preventive measures. Performed occlusion test and all functional testing which passed.

Event description:
It was reported the motor rate error. Occurred. No patient injury was reported.